Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was set for "continuous infusion rate": 0.3 ml/hr over 144 hours reservoir volume: 42 ml given: - unknown; patient's dose is 180 mg/m2/day x 7 days in combination with radiation. We did not interrogate the pump as the plan was to complete the same daily dose and not make up the days where medication was not given. The pump used to prime the extension tubing. Patient was affected. Additional notes: patient received 2000 mg fluorouracil pump (see above for rate) on 6/7. On 6/10 patient complained of the pump tubing leaking and presented to emergency doctor as clinic was closed. Per notes, the patient cleaned the tubing at 9 am and by the afternoon, the tubing was leaking and not infusing. The emergency doctor turned the pump off and the patient returned to our clinic on monday (6/12) morning. It appears there is drug residue on the outside of the filter disc. We have quarantined the filter tubing with that specific lot number. On 6/12, a 24-hour pump was made for the patient with no issues - at that time the patient was assigned a new pump and filter tubing from a different lot number. A new 50 ml cassette was used but it was from the same lot number.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the disposable cassette/tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).